Manufacturer narrative:
The following devices were also listed in this report: 32 0° liner; cat# unk_jr; lot# unknown. 32 -4 v40 biolox head; cat# unk_shc; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "doctor removed stryker trident titanium cup size 54, 32 0° liner and 32 -4 v40 biolox head from patient. Replaced with competitor cup and liner and new stryker 36 c-taper biolox head with a v40 to c-taper adaptor sleeve. No more information available."